Manufacturer narrative:
It was reported that the device was disposed and therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The event date is unknown. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
The catheter could not be separated from the guidewire. Guidewire: thruway crossover access. Additional information: the intervention was completed successful with a second jetstream catheter. The patient is fine.